Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose since (B)(6) 2017 and had been treating with manual injections along with the insulin pump. The customer stated that the morning of the call she experienced vomiting, abdominal pain and difficulty breathing. Blood glucose at the time of the incident was 586 mg/dl. Blood glucose at the time of the call was 233 mg/dl. The customer stated that she removed the infusion set she had earlier and the cannula was bent. The customer indicated that she had been bolusing, but he insulin pump would not show any active insulin. It was found that the insulin pump said bolus not delivered timed out. She bloused again and it delivered successfully. No issues were found during troubleshooting. Most recent blood glucose was 138 mg/dl. The customer was advised to change the infusion set, reservoir and insulin and treat per doctor's instructions. The insulin pump and infusion set will not be returned for analysis.